Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying high and the patient took 1 dose of humalog based on the cgm reading. The patient then took a finger stick reading the bg meter was displaying 305mg/dl while the cgm was still displaying high. The patient stated they took an additional dose of humalog and stated the trend arrows were going down. The patient indicated they do not remember much after that; however, their neighbor came over and noticed that his speech and actions were off, so they called 911. When the paramedics arrived, they checked the patient¿s bg and the meter was displaying approximately 39mg/dl and administered the patient with intravenous (IV) therapy. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.